Event description:
It was reported that the device was explanted after an implant duration of approximately 147.7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Through the operative report, it was learned that the patient also had another device explanted; (B) (6). The device will not be returned for evaluation, as it has been discarded. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.